Manufacturer narrative:
All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. 15 retained samples have been inspected. Visual inspection show free lumen, no clogs, no holes or damages were detected. At this time, determine a definite cause related to needle manufacturing process for this incident are not conclusive based on evaluation of retained, since the device history records showed no discrepancies or abnormalities during manufacture and based on our sampling plant and preventive measures. Investigation conclusion: defect is not confirmed.

Event description:
It was reported with the use of the bd microlance hypodermic needle there was an issue with hub cracked and leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microlance¿ hypodermic needle there was an issue with hub cracked and leakage. There was no report of injury or medical intervention.